Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery cap connector had come away. They could put it back into place but it would not stay. They also reported that the retainer ring around the reservoir compartment had come away. The customer's blood glucose level was 18.8 mmol/l. The device will be returned for analysis.